Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable as a suction failure. Submitting the investigation details as additional information. The reported event was confirmed, cause unknown. The device did not meet relevant specifications. The product was used for treatment purposes. The product did cause the reported failure. Visual evaluation of the returned sample noticed one opened (without original packaging) pw collection system with accessories (pump tubing, collector tubing with elbow connector, and a collection canister with lid). There were no cracks present. There was a small amount of residue present in the canister, pump, and collector tubing. The stop valve was working properly. There were light and sound indicating function. Once the device was opened up, there was slight residue on the base and the rim. The enclosed foam was almost completely yellow in color, likely due to urine residue exposure. Further inside, there was mild residue and heavy corrosion on the returned pcba. There was also a small amount of orange residue in the inner tubing next to the motor. Functional evaluation of the returned sample noticed the device failed tm0301240, revision 3 with a value of 0.770 slpm at device start and 0.804 slpm at 10 seconds with the returned pcba. The device failed tm0301240, revision 3 with a value of 0.768 slpm at device start and 0.793 slpm at 10 seconds with the in-house pcba. An in-house external power cord was used for testing. The labeling is found to be adequate as it states: failure to clean and/or replace accessories may affect the performance of the system. The useful life of the collection canister and tubing is 60 days. "Although the canister can hold up to 2000cc (ml), the urine should be emptied regularly from the collection canister before volume reaches 1800cc (ml). Failure to empty canister before urine overflow may cause damage to the purewick urine collection system and is not covered under the warranty." As the product is not sold sterile and the reported event was not related to sterilization, a sterilization record review is not required. As the reported event does not involve a serviceable capital equipment device, a service history review is not required. As there are no known relevant retain samples to review, a retain sample analysis is not required. The results of the DHR review did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional action is required at this time. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient states the unit wasn't suctioning. Representative advised the warranty has expired on (B)(6) 2025. Went thru water test. The water suctioned thru hose slowly. Representative advised to replace the kit. Also went thru proper placement of the wick. Had her try the water test again. Used with female wicks. No additional information provided. It's unclear if troubleshooting was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the patient that the unit was not suctioning rep advised the warranty has expired on 6/16/2025- went through water test-the water suctioned through hose slowly- rep advised to replace the kit-also went thru proper placement of the wick-had her try the water test again. Used with female wicks. No additional information provided. It's unclear if troubleshooting was provided.